Event description:
The hcp reported that the patient was admitted to the hospital feeling "very lethargic". The pump had been refilled in 2006. It is unk what drug was in the pump, or if dose or concentration changes were made. The patient was responsive to narcan upon admission. At last refill, a volume discrepancy was noted. Estimated reservoir volume was 3.3 ml; actual reservoir volume was 12 ml. The hcp is questioning "other oral medication intake". A follow-up report will be sent if additional information becomes available.